Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) with atrial arrhythmia therapy capabilities exhibited a morphology change when the device was programmed to aai. Technical services (ts) reviewed the faxed egrams, and discussed possible microdislodgement of the atrial lead versus atrial fibrillation with 1:1 conduction. Ts discussed increasing the atrial output to ensure capture, and to obtain a chest x-ray to asses for lead dislodgement. No symptoms were reported.